Event description:
In the process of contacting the pt to notify pt that their device may be nearing end of service, it was discovered that the pt's ncp system had been explanted due to infection. It was reported that the pt's ncp system was explanted after only 8 months of implant due to unresolved infection. The pt reportedly picked at the incision to the point that the pt was placed in a body cast to try to reduce the risk of infection. Attempts to gather more info from the surgeon regarding the infection were unsuccessful.